Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify how much blood was lost (ml)? Did the patient require a transfusion? Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a device from top view with the safety disengaged and with the staple retainer. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during the esophagectomy surgery, after fired, noted some staples malformed and anastomotic site was slightly oozing. To stop oozing with compression hemostasis. Donuts were complete and washer was cut off. There was no patient consequence reported. No additional information can be provided. Malformed staples.

Manufacturer narrative:
(B)(4). Date sent: 06/15/2020. D4: batch # t5e342. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: 1. Could you please clarify how much blood was lost (ml)? Less than 50cc 2. Did the patient require a transfusion? Do not require a transfusion.